Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was impacted. No information on bg level was provided. Customer required assistance from another person to help treat bg. No additional information was provided.